Event description:
Pt was diagnosed with dilated cardiomyopathy. Pt had essure device implanted in 2008 to prevent pregnancy. Pt was told that pregnancy could result in death. Pt had blockage test and was told that coil was in proper place and was effective. Approx 2 months ago, pt started cramping. Cat scan was done. Pt was sent to ob. Urine test positive for pregnancy. Pt sick and dehydrated. Pt was told coil shifted and is now in uterine wall. Pt has high risk ob appt to determine if coil will have to be removed due to risk of injury to baby. Pt was told that coil was 99.95% effective, after blockage test.